Event description:
Event description boston scientific received information that this transvenous defibrillation lead exhibited noise on the rate sense channel. The other electrograms showed no noise. The noise could not be recreated. The noise was oversensed, resulting in 6 non-sustained episodes and occurrences of pacing inhibition in this pacemaker dependent patient. There were no patient symptoms reported with this clinical observation. A boston scientific technical services consultant discussed other maneuvers for attempting to recreate the noise.